Event description:
It was reported to philips that system's software crashed which can indicate an issue with booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem was found after the procedure completion, with no patient involved. The philips field service engineer (fse) inspected the system onsite and was unable to replicate the issue during the onsite service. The system software worked normally without lag, and there was no related error in the log files. The fse suspected that the patient database was too large. As a precautionary measure, the fse recreated the patient database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.